Manufacturer narrative:
The insulin pump had button error alarm and no act button response due corroded keypad trace. The insulin pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she was sweating during sleep. The customer reported that she received a button error alarm. The customer's blood glucose was 49 mg/dl at the time of incident. The customer stated that she treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.